Manufacturer narrative:
Failure analysis confirmed that the insulin pump was returned with blank display due to total moisture damage on the electronic and motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and blank display. The customer's blood glucose reading was 125 mg/dl. The customer stated the insulin pump was unresponsive, had blank display, and the back light will not turn on. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.